Event description:
It was reported that the pt's neurostimulator did not relieve the pt's back pain (pt did have adequate relief of leg pain) and created additional pain in the center of her back. Info received from the pt's physician reported that the pt was experiencing a lack of effect, no stimulation, overstimulation,and pre-existing mid-thoracic pain. Reprogramming was attempted twice, and it was discovered that only two electrode combinations provided parasthesia while other combinations created pain. The condition of the pt was considered non-serious injury/illness.

Manufacturer narrative:
(B) (4).